Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other hi-torque traverse device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that after the doctor tried to shape the tip of the traverse guide wire, the shaping ribbon of the traverse guide wire extended beyond the coils. There was no patient involvement. This happened with two traverse guide wires all for the same case until the doctor decided to go with a different guide wire. No additional information was provided.